Event description:
The customer reported to olympus medical that the evis lucera bronchovideoscope's insertion section was buckled. The device was returned to olympus medical for evaluation. Examination showed the insertion section's coating was peeling; the peeling area measured 1 mm2 or more. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.

Manufacturer narrative:
During examination, the following additional issues were identified: the bending angle in the up direction did not meet with specifications; the main channel was dented and did not allow forceps or a cleaning brush to be smoothly inserted; and the control unit, scope cover, switch box, hand grip, angulation lever, up/down lever, universal cord, scope connector, and image guide protector were scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 16 years since the subject device was manufactured. Based on the results of the investigation, it is likely the coating on the insertion tube peeled off occurred due to stress of repeated use, external factors, or handling. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿<inspection of the endoscope> 4. Inspect the boot and the insertion tube near the boot for bends, twists or other irregularities. 5. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. 6. Holding the insertion tube gently with a hard, carefully run your fingertips over the entire length of the insertion tube in both directions. Inspect for any protruding objects or other irregularities. Also confirm that the insertion tube is not abnormally stiff (see figure 3.4). 7. Inspect the covering of the bending section for sagging, swelling, cuts, holes or other irregularities.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer about the event; information provided in section b5.

Event description:
The customer has confirmed that the product issue was found after a diagnostic bronchoscopy. The customer confirmed the procedure was completed.